Event description:
It was reported that the customer's insulin pump was alarming no delivery all of a sudden. The customer's blood glucose was 500 mg/dl. The customer stated that she felt tired as a symptom of her high blood glucose levels. The customer treated herself with manual injections. The customer could not fully complete the troubleshoot for the no delivery because it was a past event. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.